Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the devise displayed a cassette not fully latched error before infusion. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt, and the lens was scratched. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was not duplicated during the investigation as the device was tested and found to be operating within manufacturing specification. The device passed calibration and the occlusion test, and the sensors worked as they should. The downstream occlusion sensor seal was loose and removal of the seal revealed that fluids had ingressed onto the sensor. Root cause of the reported issue is attributed to customer induced fluid ingression. Replace the contaminated downstream occlusion sensor. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.